Event description:
The complaint is reported as: the customer alleges that the pt bit through the bite guard after being inserted for approximately three hours. The pt was intubated but off sedation and restless.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The lot number was not provided, therefore it is not possible to determine in which conditions this material was manufactured. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. This customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. According to the complaint description provided by the customer, "pt bit through bite guard after being inserted for approximately 3 hrs" this could have led to the damage reported by the customer. However current production was verified to identify any issue that can lead to the reported defect and no issues were found. If the device sample becomes available this investigation will be updated with eval results.